Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "secondary energy low" (output energy incorrect). A technician reports they received an opm 34, secondary energy too low message, when the doctor released the footswitch. They were able to press ok and continue without delay. No injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).